Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ powerled. As it was stated, the spring arm's rear cover fell off from the device. There was no injury reported however we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure might cause a contamination. According to the information provided by the service unit, the device has been repaired by replacement of faulty part spring arm 567501286 rear cover-ral9016 (ard367501900). Based on the information collected, it was established that when the event occurred, the surgical lights did not meet its specification, since detachment of cover could be considered as technical deficiency, and in this way the device contributed to event. It is unknown if claimed device was or was not being used for patient treatment or diagnosis when the event took place. When reviewing reportable events for this type of issues we were able to establish that the received incident is occurring at a low ratio. We have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. According to the subject matter expert at the manufacturer, the incident is due to an inappropriate use. To prevent such an issue from reoccurring, manufacturer¿s recommendation is to follow the instructions from operating manual concerning arm pre-positioning prior to use. Additionally, users are requested to pay attention to cracks in plastic parts during daily check. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident would have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled. As it was stated, the spring arm's rear cover fell off from the device. There was no injury reported however we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure might cause a contamination.